Event description:
Impedances of >10000 ohms were reported after lead implant on ¿all the plot of the lead.¿ it was noted that the entire lead was explanted on (B)(6) 2013. It was noted that the lead was tested in surgery and reprogramming was performed. It was further noted that two days after the implant, testing directly with a test cable directly on the lead and with a new cable still showed the same issue. It was noted that the lead was replaced with one by another manufacturer and the old lead would be returned. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: #geo event description: information received by medtronic indicated that when testing the lead after 2 days of implant, high impedances (>10000 ohm) were measured on all electrodes. The lead was explanted and will be returned. Preliminary geo assessment: new lead, high impedance caused by contact problems preliminary geo conclusion: no product issue suspected. High impedances caused by contact problems. (B)(4).